Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-nov-26 regarding a patient receiving dilaudid (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was noted that the patient was a cancer patient on chemo. It was reported that the patient had a subcutaneous infection 6 weeks post-implant of the pump and catheter. The hcp may only remove the catheter and not the pump. It was later noted that the hcp was filling the pump with saline. The date the infection was first noticed was unknown, and it was confirmed that the catheter was explanted on (B)(6) 2019. It was unknown if the patient experienced any further symptoms related to the infection and it was unknown if the infection was resolved. No further complications were reported or anticipated.